Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: a review of the black box showed a power on reset event associated with call service 012, 052, and 054 alarms. The pump was able to power on properly. No evidence of physical damage in or around the battery compartment. The battery cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of power issues occurred. The pump was opened to find no defects. The intermittent power complaint was not duplicated during the investigation.